Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that after a pacemaker system implant, the patient went into respiratory arrest while in recovery. The respiratory arrest was not related to device function. During chest compressions, the right ventricular lead dislodged. After the patient was revived, the lead was explanted and replaced.